Event description:
A malfunction alarm was reported, identified as malf 0, but it was resettable and did not recur after assistance from technical support. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was able to continue using the pump after resetting it, and technical support advised the customer to contact them if the issue reoccurred. No additional information was received regarding the outcome of the event.